Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental form will be submitted.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2015 due to low blood glucose levels (55 mg/dl). Reportedly, the customer became unconscious and hit his head. Customer stated low blood glucose levels were due to being dehydrated and not eating. Customer adjusted his basal rate to 1.0 units per hour.